Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a healthcare professional. Review of the available records identified the following: hematoma, wound dehiscence, dislocation of the patella, tissue damage to the vastus medialis, medial patellofemoral retinaculum and medial collateral ligament, along with an mcl tear. Patient had pre-existing ambulation and range of motion conditions resulting from the patients prior stroke. A definitive root cause cannot be determined for the tissue damage and dislocation. The hematoma and wound complication are considered procedure related complications. The reported event of deep infection <90 days occurred post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 42542007102 - tibia fixed non-porous right size e stem extension use required - 64454890; 42560613511 - stem extension 6mm offset splined - 64729222; 42500006402 - femur cemented ps narrow right size 8 - 63947067; 42522400710 - articular surface fixed bearing (ps) right 10 mm height - 64599858. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product is unavailable by hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had an irrigation and debridement with removal of the poly approximately 15 days post implantation due to an infection and wound dehiscence. The following day all components were removed and an antibiotic spacer was placed along with an im nail. The patient was positive for staph epidermis. Attempts to obtain additional information have been made; however, no more is available at this time.